Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was oversensing far field r-waves which led to inappropriate mode switching. Device reprogramming is anticipated and there were no patient consequences.